Manufacturer narrative:
(B)(4). This complaint is for a report of a leak from disposable set is confirmed because it was reported by care giver that while trying to bypass to end the therapy, when the cycler was in fill 5 of 5, the patient disconnected without following proper emergency disconnect procedure causing fluid to leak out of the patient line, which is a use error and can cause potential contamination. The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted.

Event description:
A customer contacted baxter's technical service center reporting the home choice (hc)was in fill 5 of 5, the caregiver (cg) could not bypass to end therapy and stated the home patient (hp) was not connected and the hc kept shooting solution out of the patient line. The technical service representative (tsr) asked the cg if the hc alarmed and the cg stated no. The cg stated, she was trying to bypassing to end the therapy. The tsr had the cg close the clamps and cycle the power. The hc alarmed power restored/ fill 5 of 5. The tsr reviewed the fill volume (fv)= 1746ml. The tsr assisted with ending the therapy and getting the set out. The tsr recommended the cg contact the registered nurse (rn) about the hp disconnecting early. There was patient involvement. No patient injury or medical intervention was reported.